Event description:
The user facility reported the oxygenator inlet pressure rose to 450mmhg during an aortic arch replacement procedure. The following information was obtained from the user facility: about 50 minutes after extracorporeal circulation was started, circulation was stopped and retrograde cerebral perfusion was conducted at 700ml; about 110 minutes later, perfusion was switched to anterograde and blood flow was increased to 3l/min; at that time the oxygenator inlet pressure was noted to have risen to 450mmhg; subsequently, the oxygenator was changed out for a rx25: after the change out there was no recurrence of high pressure; no blood loss was reported due to blood remaining in the initial oxygenator having been collected and returned to the patient; the procedure was completed successfully; and the patient is reported as "doing ok." Further, the user facility reviewed their procedure and decided to adopt periodical measurement of act and control of ht in order to avoid recurrence of the same event.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The saline test indicated the actual sample had an obstruction, and the visual examination showed the adhesion of thrombus on the circumference of the oxygenator module as well as in the grooves of the heat exchanger module. The fibers were inspected (magnifying inspection and electron microscopy) and the generation of fibrin net, echinocyte of red blood cells and platelet aggregation were noted where the thrombus had formed. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.